Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent inadequate apposition and stent migration occurred. The 69% stenosed target lesion with a 5.5-5.6mm vessel diameter was located in the left main coronary artery (lmca). Following intravascular ultrasound (ivus), a 4.00mm x 8mm synergy drug-eluting stent was deployed for treatment. Post-dilatation was performed with a 5.5x8.0 nc emerge balloon catheter. To check stent expansion, ivus was performed which revealed that the stent needed additional post-dilatation. After ivus removal, the stent dislodged and was last seen in the ascending aorta. The stent was not found under fluoroscopy and was not retrieved. It was confirmed the stent was not in the carotids or left ventricle. A second stent was successfully deployed in the lmca and the procedure was completed. There were no patient complications reported and the patient's status was stable.